Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event could not be confirmed as the product was not returned, no visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history review based on the provided information. Root cause was unable to be determined as the information provided was limited. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient has been revised on an unknown date for an unknown reason. No further information has been provided.